Manufacturer narrative:
(B)(4). Batch # r94t2v. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the tissue pad melted and lifted off three hours after the procedure was started. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.